Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. There is potential intermittent loss of capture, latent capture or even competition with intrinsic conduction. In the episodes there was a change in morphology, likely due to fusion and then the following beats exhibit the pattern of sensor driven pacing followed by a sensed event in refractory. The sensed event after the paced event does not have consistent timing. The later times lead to the sensed event falling outside of refractory and resets timing. The physician was not known at (B)(6) healthcare. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).